Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 6:00pm with blood glucose of 411 mg/dl. Customer¿s blood glucose at the time of incident was 300 mg/dl. The customer was treated with manual injections, bolus. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer stated that she did not receive any insulin until the end of her visit at the emergency room. The insulin pump will not be returned for analysis.